Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report being inappropriately shocked by the right ventricular (rv) lead. A follow up with the patient¿s healthcare provider yielded that the patient was admitted to the emergency room (ER) due to an inappropriate shock for t-wave oversensing (twos) by the rv lead. The lead was reprogrammed and the issue was resolved. The lead remains in use. No further patient complications have been reported as a result of this event.